Manufacturer narrative:
Date sent to the FDA: 3/25/2020. Corrected h-6 patient codes: 2199.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what date did the patient present with symptoms? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue?

Event description:
It was reported that the cat underwent an ovariectomy procedure in (B)(6) 2019 and suture was used. Less than five days post op the animal presented with an inflammatory reaction and eventration. The overlock of the muscular wall with suture was ruptured.